Event description:
Adverse event(s): "no pt injury was reported" (no consequences or impact to pt). Product problem(s): "the system shut down" (loss of power). The nurse reported the system shut down on its own. The system was rebooted and the case was completed. No pt injury was reported.

Manufacturer narrative:
The system will be returned for in-house eval. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).